Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were intact. No external damage. Functional and delivery testing was conducted. The reported event of motor rate error was not replicated during testing. Motor error rate was identified in event history log review. The root cause was unable to be determined. The following actions were taken replaced worm coupling and gear as a preventative measure, parts were over 8 years old. Additional repairs included: replaced worm coupling and worm gear, left plunger case (cracked inside), keypad 3500 and keypad support lens, battery, battery door (cracked), lead screw, right and left clutches (black clutches). Functional and delivery tests all passed after repair.